Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old female was placed on impella cp support for impella assisted percutaneous coronary intervention (pci). The impella was in the left femoral artery, however, the physician was unable to engage the right coronary artery with the impella in place. The decision was made to remove the impella and proceed with the pci of the right coronary artery. The impella was successfully explanted.